Event description:
It was reported that the patient had undergone a foley catheter balloon exchange for the first time at the hospital, and the day after that, the patient developed a red rash in several places, and the family complained that might had a latex allergy.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had undergone a foley catheter balloon exchange for the first time at the hospital, and the day after that, the patient developed a red rash in several places, and the family complained that might had a latex allergy.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be operator error/mechanical failure causing improper leaching. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.